Manufacturer narrative:
Upon complaint review, it was determined that false latching or no latching of siderails could result in serious injury and therefore, this event will be reported. The tech replaced the siderail in order to resolve the problem.

Event description:
An account stated the siderail on this bed no longer would latch.